Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had bolused several times, but her blood glucose level would not go down. Customer's blood glucose level was 436 mg/dl. Customer bolused with 2.8 units on the pump. Customer had a little bit of dry mouth. Customer did not contact her health care professional for her high blood glucose level. Customer stated that she has a backup plan and has treated with the pump. Customer disconnected at the quick release and stated that the insulin did exit the tubing after running a manual prime. Customer's settings were correct and the pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer stated that her health care professional made some small changes to the basal rates on (B)(6) 2014. Customer was assisted with resetting the fixed prime. Customer checked her blood glucose level before the call ended and it was 360 mg/dl. Customer will be calling her health care professional. No additional information provided.